Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is not registered with the FDA. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was observed on the outside portion of the bd¿ IV set cfn120 bp hs spike. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: one sample were returned to hanscent, with foreign matter on spike. The foreign matter was investigated and it was determined it was an oil stain. Retention samples inspection: retention samples for lot 20171028 were inspected for foreign matter, no abnormality was found. Device history record for lot 20171028 including spike injection work record, parts assembly and IV set work record, no abnormality was found. Process inspection: hanscent found no abnormality after checking the IV set assembly process from spike injection until final assembly. Hanscent analyzed all materials related to spike injection process, it was discovered that oil was used by the maintenance department to protect the mold. After comparing this oil with that found on the complaint sample, it was concluded that the foreign matter was probably oil stain from spike injection process. When the mold has excess oil, during injection process, there is a chance the excess oil could seep out and attached to the injected spike. Root cause: hanscent concluded the complaint foreign matter was probably residual oil stain from old maintenance. When the mold has excess oil, during injection process, there is a chance the excess oil could seep out and attached to the injected spike. Corrective action: hanscent retrain all maintenance operators to check and clean the oil after mold maintenance. The operators are to ensure there is no residual oil left after maintenance. This is effective 19 mar 2018 onwards. Hanscent will strengthen process inspection of spike for fm. If and fm is found, that particular shift products will be segregated and hanscent will conduct 100% inspection. This is effective 19 mar 2018 onwards. Conclusion: hanscent verify the fm on complaint sample was oil stain. After analyzing all materials related to spike injection process, it was discovered that oil was used by the maintenance department to protect the mold. After comparing this oil with that found on the complaint sample, hanscent concluded the complaint fm was probably an oil stain from the spike injection process. When the mold has excess oil, during injection process, there is a chance the excess oil could seep out and attached to the injected spike.